Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 d4 g2 h3 h6 the correct reason for reoperation is: initially the contralateral side was reported as "deflation." A visual analysis of the returned device identified: delamination. Leak test was performed and found delamination of the diaphragm valve. A microscopic analysis was performed which identify, delamination. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure.